Manufacturer narrative:
The reason for the procedure documented is most likely due to loss of range of motion secondary to development of scar tissue/arthrofibrosis. The underlying reason for the loss of range of motion and/or development of scar tissue cannot be determined but may be related to patient conditions, previous surgical history, joint immobilization, or non-compliance with rehabilitation protocols.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 38 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.